Event description:
Affiliate reported that the device would not reprogram after implantation and needed to be replaced.

Manufacturer narrative:
The investigation did not confirm the problem. The valve could reprogram as expected. The lot number cglddv and the product code was 82-3148. The device was tested for programming before being sent to the investigation site. The valve successfully passed this test. Therefore, the product was sent to codman for evaluation. The valve was on position 150 mmh2o when returned. The valve was visually examined. The examination revealed the presence of liquid in the valve casing. It was probably residue of water used during the decontamination procedure. The valve was tested for programming. The valve succeeded to reprogram. The valve was examined under microscope at appropriate magnification and nothing abnormal that could be considered as potential source of failure was noted. Review of the history device records confirmed the valve conformed to the specifications and passed all programming tests when released to stock in 2006. No observations were made that would explain the problem encountered by the customer. No problems were noted during the examination of the device. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.